Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested using a new battery cap. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump also received with cracked case on display window corners, cracked display window, minor scratches on the display window, cracked reservoir tube, crackedreservoir tube lip, corroded battery tube and broken battery tube threads. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump battery tube threads were disintegrating, would not hold the battery, and that the insulin pump would not work at all. The customer did not recall the blood glucose reading. The customer declined troubleshooting for the blank display. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.